Event description:
It was reported that the pt had a dull feeling in their throat. X-rays taken approximately one week post showed that the plate and screws had backed out. A revision surgery was performed approximately two weeks post op.